Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No. Lens not returned. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -16.0 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault. The lens was exchanged for a shorter lens and the problem was resolved. The patient's best-corrected visual acuity (bcva) was 20/25.

Manufacturer narrative:
(B)(4). Product evaluation found that the lens was returned dry in case/vial. Visual inspection found the lens haptic torn/broken and the lens having foreign material on lens surface (fibers). (B)(4).